Event description:
A ventilator was returned to the manufacturer because, due to an allegation of a blank screen, it did not meet the acceptance criteria of the evaluation process.the complaint was confirmed during the device's evaluation at the manufacturer's service center.the device was scrapped.